Event description:
It was reported that balloon rupture occurred. The 88% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery (lad). A 15mmx3.00mm wolverine cutting balloon was selected for use. During the procedure, the balloon ruptured at 20 atm. The procedure was completed with another of the same device. No complications were reported.

Event description:
It was reported that balloon rupture occurred. The 88% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery (lad). A 15mmx3.00mm wolverine cutting balloon was selected for use. During the procedure, the balloon ruptured at 20 atm. The procedure was completed with another of the same device. No complications were reported. It was further reported that the patient was in good condition after the procedure.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. No issues identified with the hypotube shaft. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. A detailed microscopic examination of the balloon identified a pinhole leak 2mm proximal to the distal markerband. All blades were fully bonded on the balloon and did not exhibit any signs of damage. Bumper tip showed no signs of distal tip damage. The device was attached to an encore inflation unit and the balloon was observed to have a pinhole leak.